Event description:
It was reported that a patient was lying on a stretcher after undergoing a left transmetatarsal amputation when, they activated the barrier opening system with their foot (foot between the barrier and the stretcher mattress) and fell. It was reported that the patient received a bifocal fracture of the fibula.

Manufacturer narrative:
Communication with the user facility identified that they could not confirm if the barrier referenced is the siderail, nor could they confirm if it was upright in the locked position prior to being lowered by the patient. It was identified that the patient was able to lower the siderail because of their amputated leg (that is thinner and can pass without their foot). The fracture of the fibula was reported to be a consequence of the fall of the patient. It was reported that the patient is well now. A stryker field service representative evaluated the device and identified that the device is in good condition and that no elements of the device are affected from a functional defect. It was identified that the fall is not due to equipment failure.

Event description:
It was alleged that a patient was lying on a stretcher after undergoing a left transmetatarsal amputation when, they activated the barrier opening system with their foot (foot between the barrier and the stretcher mattress) and fell. It was reported that the patient received a bifocal fracture of the fibula.